Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. With the final imaging during the procedure, blood flow into the right renal artery was delayed. It was found that the trunk-ipsilateral leg endoprosthesis had migrated and partially covered the both renal arteries. The physician tried cannulation into the renal arteries and inserted a microwire and a micro-catheter; however, a balloon catheter or a stent could not be inserted into the renal arteries. The attempt took 3 hours but ended unsuccessful. The blood flow was delayed but remaining in the both renal arteries; therefore, no other additional procedure was performed, and the patient will be followed up later. Reportedly, the patient¿s aorta was narrow and straight, and it was reported that the device might have been pushed up by ballooning.